Event description:
It was reported that the medics were transporting a pregnant female. As they were unloading the cot from the rear of the ambulance, they missed the safety hook which resulted in a cot drop. There is no info regarding any pt injury.